Manufacturer narrative:
Product ID 3776-60 lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ lead product ID 37743 lot#, serial# (B)(4), implanted:(B)(6) 2008, explanted: product typ programmer. (B)(4).

Event description:
It was reported that the patient was experiencing an overstimulation sensation. A shocking or jolting sensation was noted. The event or symptoms occurred following a position change. The patient was able to replicate this in office. Impedance measurements did not vary from normal position to position that produces stim change. Stim was supposed to be in low back and r leg, which it was, but the patient also added that positional change produced stim in r rib area. Current impedance measurements were normal and no variations between positional measurements. Follow up reporting noted that the patient had several reprogrammings. X-rays had been done two times and it didn't look as if the leads had moved. It was noted the patient had always had this sensation. A dialog was sent to the physician to see if he wanted to possibly do a lead revision. If additional information is received, a follow up report will be sent.